Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred related to an "internal air leak". There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.